Event description:
It was reported that during an laparoscopic gastric by-pass procedure, while firing of the endocutter there were 5 firings and seamguard (buttress material) being used. As the surgeon fired the gun there was a crunch - the gun partially fired and did not cut through the tissue smoothly - the tissue bunched up. Prolonged procedure 5 minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Pinion axle the analysis results found that the long45a device was received with the firing mechanism damaged and with a blue reload loaded in the device. The reload was received fully fired and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axle support was found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.